Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Customer stated the screen suddenly became unresponsive, the pump was stuck on the unlock screen. During troubleshooting the screen turned off and was unable to access the touchscreen but the led turned from red to green but was still unresponsive. The customer's blood glucose (bg) was 120 mg/dl. Customer will contact healthcare provider (hcp) to acquire back-up insulin supply. The customer declined a follow up call with tandem technical support to confirm that they were able to obtain backup insulin supplies.